Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.8, lab: 3.5. Caller reported problems with strip from well experienced professional users. Discrepancy occurred with many patient samples. The problem was resolved after changing the strip batch.